Manufacturer narrative:
Although the csi oas was used to treat the patient during this procedure, it is currently unknown what manufacturer's guide wire resulted in the wire dissection. Additional information has been requested for this event and a supplemental report will be submitted upon receipt of this information. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. Following treatment of the target lesion, final oct imaging showed a distal wire dissection in the left anterior descending artery (lad) distal to the stent edge. An additional stent was placed to resolve the dissection and the results of the procedure were good. Additional information has been requested for this event but has not yet been received.

Manufacturer narrative:
It remains unknown what manufacturer's guide wire resulted in the wire dissection. If additional information is received, an additional supplemental report will be submitted. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. Following treatment of the target lesion, the oad was removed and balloon angioplasty was performed. An attempt was made to place a stent, however it would not expand over the prior lesion. Additional balloon angioplasty was performed to facilitate stent placement. The final oct imaging showed a distal wire dissection in the left anterior descending artery (lad) distal to the stent edge. An additional stent was placed to resolve the dissection and the results of the procedure were good.